Event description:
It was reported that a leak was observed coming from the cassette upon removal from the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, clear passage test, and a pressure test were performed with no abnormalities found. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.